Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission with the atrial lead exhibiting low impedance and auto mode switch episodes had what appeared to be intermittent atrial noise signals. It was suggested that the patient be brought in to see if the noise is reproducible. The patient came into the clinic on (B)(6) 2016, however the noise was not checked. The issue of noise remained unresolved. The lead remained implanted. The patient's current condition was fine.